Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by for heparin content and no issues were observed relating to additive abnormality / clotting as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality / clotting. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: "hospitalized patients use an arterial blood sampling device to test blood gas analysis, indicating that the solvent is wrong, and the result cannot be obtained. Afterwards, a new arterial blood sampling device was replaced and sent for inspection, which did not cause adverse effects on the patient."